Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that the event did not result in any hospitalization or require any medical assistance. He stated that he was connected to the insulin pump while he primed the device. He stated that he could not get the reservoir into the insulin pump, and he filled with insulin, and hooked the device to his body. When he realized that all the insulin that was in the tubing had been primed into his body, he began eating sugar and drinking juice. He advised that his blood glucose returned to normal slowly. He realized that he had tried to put the reservoir into the insulin pump when it had not yet been rewound.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.